Event description:
It was reported that 5 bd insulin syringe with bd ultra-fine¿ needle syringes contained foreign matter. The following information was provided by the initial reporter: "consumer reported seeing clear liquid in barrel of syringe prior to drawing up. Stated, did not use syringes found with clear liquid to take her injection. 5 syringes affected."

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1228461. All inspections and challenges were performed per the applicable operations qc specification. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.